Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-55284.

Event description:
Customer reported the insulin pump will alert low predict and then go into threshold suspend. Customer states that she will just turn off the senor feature to continue receiving basals. Customer's blood glucose was 100 mg/dl. Threshold suspend is set to 60 mg/dl. No further information reported.